Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise, which resulted in a few beats of pacing inhibition.